Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a sales representative contacted lifescan (lfs) (B)(4) in behalf of a physician to report an inaccuracy complaint against a onetouch verioiq meter. The physician informed the lfs sales representative that a patient had reported that the subject meter had read inaccurately high compared to his/her normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the physician was unable to provide additional information regarding the event during a follow-up call. The alleged inaccuracy occurred sometime between (B)(6) 2013. The physician was unable to provide the inaccurate blood glucose result(s) the patient obtained with the subject meter. Based on the information provided, the patient manages his/her diabetes with insulin. On an unspecified date/time, the patient reportedly adjusted his/her insulin dose based on meter result and then suffered a ¿hypo event¿. It is not known what symptoms the patient developed that he/she associated with ¿hypo¿. It is also not known what medical treatment, if any, the patient received in response to the ¿hypo event¿. This complaint is being reported because the reporter claims a patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.